Event description:
During a knee arthroplasty the tibial articular surface provisional fractured. All pieces were retrieved and the procedure was completed without delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported information states that the surgical tech fractured the tasp after incorrectly assembly the tasp construct. The root cause is considered to be an improper assembly. The assembly instruction can be found in the zimmer persona surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before a knee arthroplasty, the provisional fractured. The surgical tech was trying to familiarize himself with the equipment. The surgical tech put the metal insert in incorrectly and fractured the piece trying to get it out. Another provisional was used to finish the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: common device name = instrument, knee. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found signs of repeated use. There is a fracture encircling the post and a fracture to the left of the post. This would potentially result in three pieces, but the left fragment was not returned. Heavy gouge marks and dents were noted which are indicative of repeated use. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.